Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/11/2017 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2018 a loss of connection had occurred. Data was returned and evaluated. The signal loss was less than one hour. Signal loss up to one hour is within specification. Complaint allegation falls within expected performance. The probable cause could not be determined.